Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening extended and crease flat. Weight measurement verified the device was underweight. A microscopic analysis was performed which identified one striated opening on the anterior side. Based on the device analysis the final assessment was one striated opening due to surgical damage, consistent in the use of some surgical tools.